Manufacturer narrative:
Internal investigation confirmed that the 250 ng/dl listed in the instructions for use is not clinically relevant. Testing was conducted at the more clinically relevant concentration of 250 mg/dl confirming that there is interference at a 250 mg/dl concentration of deferoxamine when tested using the dimension vista iron and dimension iron assays. Siemens has issued a urgent medical device correction communication, vc-16-07.a.us and urgent field safety notice vc-16-07.a.ous to accounts that have been shipped dimension vista iron k3085 and dimension iron df85 flex reagent cartridges to notify them of the issue. The communication stated that siemens healthcare diagnostics has become aware of deferoxamine interference with dimension and dimension vista iron assays at a different concentration than listed in the instructions for use (IFU). Deferoxamine is listed in the dimension and dimension vista IFU's as a non-interfering substance. The concentration that was used for interference testing (250 ng/dl or 3.8 nmol/l) is significantly below what would be expected in clinical practice. Via the communications, siemens healthcare diagnostics provided an update to the limitation of procedure section for the dimension and dimension vista iron assays instructions for use (IFU) to indicate that: patients treated with metal-binding drugs (e.g. Deferoxamine) may have depressed iron values, as chelated iron may not properly react in the iron assay. The reference to deferoxamine at a concentration of 250 ng/dl (3.8 nmol/l) will be removed from the non interfering substances section of the IFU's. The information provided in this communication, related to deferoxamine, supersedes the information related to deferoxamine in the current iron IFU's for dimension and dimension vista products until the IFU's are updated.

Event description:
A physician questioned the siemens dimension vista iron flex reagent cartridge instructions for use (IFU) relative to the non-interfering substance values provided for the drug, deferoxamine. The physician questioned why the level shown in the IFU (250 ng/dl or 3.8 nmol/l) was chosen. The physician regarded that level as not clinically meaningful. There was no indication that patient treatment was altered or prescribed on the basis of the information on deferoxamine in the IFU. There was no report of adverse health consequences as a result of the information on deferoxamine in the IFU.